Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was performed based on the gathered complaint information. When reviewing similar reportable events for encore and similar devices, we have found a low number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. Please note that the encore is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is mentally and physically capable of at least partial standing capability and stability. During the course of the investigation, it was confirmed that the involved resident had a poor health condition and poor bone quality. This fact clearly suggests that the patient involved in this incident may be prone to injury. After the event, the device was put through a function test and no deviation was observed - the device was in full working order. According to that, this event does not appear to have been caused by lift or sling malfunction. All collected facts bring us to the conclusion that the patient was not properly assessed before transfer. The involved staff may not have been aware the requirement of the professional assessment of the patient before transfer as indicated in the instruction for use (IFU), which in turn makes it unlikely the professional judgment of the patient was taken into account before use. Our evaluation appears to be in line with a use error having occurred. Our assumption is that the facility staff does not understand the importance of the patient assessment which should be carried out by a qualified nurse or therapist before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. Based on the above, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
Arjohuntleigh has become aware of the customer complaint alleging that at the time of lifting the resident from the chair, using the encore standing hoist, the patient cannot keep her body weight balance and subsequently lost the intended position. Following the information provided, while the patient was being lifted and almost reached a standing position, the resident communicated that she is unable to support her own weight longer and as a result the caregiver staff placed a chair under the patient, in preparation to lower her into a comfortable position. Unfortunately, the resident let go of the supporting handles and dropped a very small distance into the previously positioned chair. Note that the patient was all the time supported in a sling. As a consequence, the patient received a serious injury described as left humerus fracture.